Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the survey performed which covers the last 12 months for the adverse event reaction using the suture, one mild acute inflammatory reaction was experienced.